Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins would not charge and that it took 7 hours to charge the ins. An ins replacement was performed. No patient symptoms were reported. No further complications were reported/anticipated.